Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). Visual inspection confirmed that both the ball bearings were missing and not returned. The swage widths were found to be variable and minimal in some sections. Slight evidence of deformation of the swage in the distal/proximal direction was present. The surface of the device appears to be scuffed and discolored. Measured dimensions were conforming to print specifications. This device is used for treatment. The method of cleaning instruments and details of the process of cleaning used by the hospital is unknown. A corrective action found that sonic cleaning may be a contributing factor to the ejecting of the ball and spring from the persona tasp shims, and that a user need of the device to be able to withstand ultrasonic cleaning was not identified during development. Zimmer initiated a field action on december 11, 2014. FDA recall z-1052-2015 contains all tasp shim lots. The reported tasp shims in this complaint were manufactured before the design modification.

Event description:
It is reported that the articular surface shim instrument was missing ball bearings.